Event description:
It was reported that the user experienced roller-coaster blood glucose levels while using the ilet with a dexcom g7 cgm and a teflon 6 mm infusion set, with documented lows to 39 mg/dl and highs to 301 mg/dl, in the context of recent initiation of mounjaro and frequent extra meal announcements and pauses of insulin therapy; setup assistance for a new ilet was completed including cgm pairing, cartridge and infusion set insertion, and going bionic. Symptoms included hypoglycemia and hyperglycemia. Outcomes included alerts for urgent low glucose, urgent low soon, low glucose, and high glucose. Investigation included troubleshooting and education on best practices, assignment for additional training on ilet use with mounjaro, and device setup support. Investigation of this case revealed no device malfunction reported and identified user behavior patterns (multiple meal announcements and frequent pauses) as potential contributors to glycemic variability. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.